Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the electrocardiogram connector outlet was pushed in and no longer accessible and therefore the link electronic module (lem) board was replaced and calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's electrocardiogram (ECG) outlet (plug) to connect the ECG cable into the control panel got pushed into the back panel and is recessed and is no longer able to be accessed. The programmer was returned for service. No patient complications have been reported as a result of this event.